Event description:
The customer contact reported a leak, subsequently blood loss was noted. The tubing set was being used to deliver an unspecified volume of lactated ringer's solution, at an unspecified rate, via gravity. After an unspecified length of time, it was reported that solution leaked from a hole in the tubing at an unspecified location on the tubing set. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.